Manufacturer narrative:
The product was not returned. All product and batch history records are quality reviewed prior to product release. Customer indicated the use of an unknown cartridge. Without the cartridge model number it cannot be determined if this was a qualified product. A handpiece and viscoelastic were provided that are qualified with a qualified cartridge. Root cause: the product investigation could not identify a root cause for the reported complaint. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a patient experiencing halos following an intraocular lens (iol) implant procedure. The patient was very happy during the first five weeks of having the implant. It was only after being dilated on the 5th week that the patient began reporting halos and blurry vision. Post op vision was 20/20 and patient happy post operatively (prior to dilation at follow up). The iol was exchanged for another model 13 months following the initial implant procedure. The patient also experienced headaches and unable to read prior to the lens exchange.